Event description:
It was reported that a spectrum pump would turn off by itself. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Evaluation confirmed reported symptom of "device would turn off by itself". The deficiency was caused by chaffing occurring on the back flex circuit where the traces came into contact with the right screw of the scanner bracket. A short between the traces on the back flex occurs when contacting the said screw. The back flex was replaced to correct this condition.